Event description:
Boston scientific received information that this right atrial lead exhibited low pacing lead impedance and oversensing of noise. Boston scientific technical services believed that this lead had insulation damage. At this time, the lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis of the lead demonstrated a damaged insulation and a fractured outer coil at a distance of some 28 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. These damages can be considered to be the root cause for clinical observation. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.